Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's iphone 14 ios unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor scan error message was received with the abbott diabetes care (adc) device while using the freestyle libre 2 app. The customer indicated that they were provided either juice, sugar, and/or food from a third party for treatment. No further information was provided.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Per smartphone compatibility information, with use of application, the customer's iphone 14 ios unknown operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported via webform that a sensor scan error message was received with the abbott diabetes care (adc) device in use with iphone 14, ios 16.1. The customer indicated that they were provided either juice, sugar, and/or food from a third party for treatment. No further information was provided.